Event description:
It was reported via repair work order that the head left side rail was not locking into place. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - parts on order. Waiting for parts on order.